Manufacturer narrative:
This information was previously captured under 2916596-2017-01736. No product was returned for investigation. The report of pump stoppages as well as low flow and driveline disconnected alarms were confirmed through the evaluation of the submitted system controller log file; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file captured low speed advisories and hazards from (B)(6) 2017 at 11:39:44 pm through (B)(6) 2017 at 11:29:05 pm when the pump speed dropped below the low speed limit. All events occurred while the patient was connected to the mobile power unit. Additionally, this log file captured low flow hazard alarms between (B)(6) 2017 and (B)(6) 2017 when the estimated flow dropped below the low flow threshold of 2.5 lpm. The submitted x-rays were unremarkable. The patient remains ongoing on vad support and no further events relating to pump stoppages have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02566. This report is being submitted as additional information from user facility report # (B)(4). The additional information in the user facility report regarding this event was initially reported in MFR report# 2916596-2020-03024. The referenced previously reported pump stoppages were reported under medwatch MFR report # 2916596-2017-01736. Manufacturer's investigation conclusion: evaluation of the returned portion of driveline confirmed damage that would have contributed to the reported driveline fault, low speed, and low flow alarms. Technical services personnel arrived onsite on 26oct2017 and performed an external driveline repair. The replaced portion of driveline was returned measuring approximately 16 inches. Examination of the driveline did not reveal any evidence of damage to the outer silicone jacket and bionate. The driveline was tested for electrical continuity and revealed intermittent discontinuity on the orange wire. Additionally, an electrical short to shield was identified on the orange wire. The metal shielding showed minor wear approximately 2.5" from the controller connector. Visual inspection of the wires revealed the orange wire had fractured at the controller connector, exposing the inner conductors. The observed damage to the orange wire appeared to be the result of fatigue failure due to repetitive flexing at this location. A fracture in the orange wire would have been detected by the pocket controller when comparing wire currents, resulting in the observed driveline faults alarms captured in the log file. Additionally, if exposed conductors from the damaged orange wire made contact with the metal braided shield while the system was connected to a tethered power source, the resulting electrical short could have contributed to the low speed and pump stop events captured in the log files. The hmii lvas IFU and patient handbook explain that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Recommended handling and care of the driveline is covered in the patient handbook and IFU. Indications of driveline damage are covered in the IFU. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that multiple driveline fault and low flow alarms occurred while the system controller was connected to batteries. The patient was asymptomatic. The system controller was exchanged; however, the alarms did not resolve. The patient was advised to use the ungrounded power module patient cable, which had been provided in july 2017 due to previously reported pump stoppages. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed by the manufacturer¿s technical services representatives. After the procedure, no issues were noted after the system controller was connected to the power module with a grounded patient cable.